Event description:
The customer contact reported the ground prong was bent on the ac power cord plug. During testing at the user facility, it was found that the ground prong was bent on the ac power cord plug. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the hospira field service engineer on (B)(4) 2010. The ac power cord is expected to be returned for further testing. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel; (B)(4).